Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange of textured device due to patient's concern with product. Additional event of deflation was reported. The device has been explanted and replaced.

Manufacturer narrative:
Device analysis: "analysis of the returned device identified: encapsulation, mold like appearance and opening on posterior. Leak test and microscopic analysis were performed which identified: sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening."

Event description:
Healthcare professional reported right side exchange of textured device due to patient's concern with product. Additional event of deflation was reported. The device has been explanted and replaced.